Manufacturer narrative:
Method: device history review; results: because no device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. Previous investigations have identified under tightening as a common cause of blocker disengagement, but because no device has been sent back this cannot be determined conclusively. Conclusion: review of the x-rays confirms that the disengagement occurred at l2, which is an area that can present high loads due to the lordotic bend in the area. It is likely that these loads contributed to the disengagement. However, this cannot be determined conclusively.

Event description:
It was reported that the neurosurgeon at the hospital reported the following event implantation of xia 3 + mantis augmentable screw, l2-l5 levels. The surgeon performed an osteosynthesis with xia 3 material and mantis augmentable screws. The surgeon made the montage from l2 to l5, screws' insertion, insertion of the rod, was done by the use of the persuader to "push" the rod into the tulip of the screw, final tightening with the persuader and the anti-torque wrench. The patient was on their feet three days after the procedure. The patient performed a postoperative x-ray and the screw on level l2 right side - the nut was out of the screw head.

Event description:
It was reported that the neurosurgeon at the hospital reported the following event implantation of xia 3 + mantis augmentable screw, l2-l5 levels. The surgeon performed an osteosynthesis with xia 3 material and mantis augmentable screws. The surgeon made the montage from l2 to l5, screws¿ insertion, insertion of the rod, was done by the use of the persuader to "push" the rod into the tulip of the screw, final tightening with the persuader and the anti-torque wrench. The patient was on their feet three days after the procedure. The patient performed a postoperative x-ray and the screw on level l2 right side - the nut was out of the screw head.